Manufacturer narrative:
The fse replaced the blood sampling valve assembly. Service activity performed was verified to meet performance specifications.

Manufacturer narrative:
The field service engineer (fse) adjusted the apertures and the red blood cell (rbc) electrode position. The fse performed count compensation and adjusted the aperture calibration factors. The fse then replaced the blood sampling valve (bsv) assembly and performed daily check, carryover test, and mode reproduction. All test results were within specifications. The fse completed assay calibration and controls and noted rbc recovery were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the blood sampling valve assembly.

Manufacturer narrative:
Further analysis of the customer-supplied raw data revealed the red blood cell (rbc) histograms appeared normal. All of the rbc values, from each of the three apertures, were consistent and there were no vote-out flags.

Event description:
The customer reported low quality control (qc) values for the red blood cell (rbc) parameter. The customer did not provide instrument printouts for patient results nor reported any adverse event related to this event. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.